Manufacturer narrative:
An event regarding a cracked triathlon trial was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. The reported device is under the scope of (B)(4). The device is now obsolete and was replaced by a new design, the modified hollow trials, catalogs: 5530-t-xxxa and 5532-t-xxxa.

Event description:
It was reported that during a left primary triathlon total knee procedure, the insert trial broke. No adverse consequence to the patient, no surgical delay.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
It was reported that during a left primary triathlon total knee procedure, the insert trial broke. No adverse consequence to the patient, no surgical delay.